Manufacturer narrative:
The customer has cancelled the case. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer contacted philips healthcare to report that the device failed a test. There was no reported patient involvement.